Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2023. After the procedure, the patient went to the hospital for pelvic pain and was diagnosed with a pelvic hematoma. The patient was initially discharged after spending one night in the hospital; however, the patient was readmitted to the hospital approximately three days after the pul procedure due to shortness of breath and continuing decrease in hemoglobin values. An angiogram revealed arterial bleeding near where the implants were located; however, the physician does not recall the specific location. Embolization was performed and the patient's hemoglobin stabilized. The patient was hospitalized for approximately eight days and was discharged. The patient's status was reported to be stable.